Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit and borderline diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient¿s blood glucose reached 481mg/dl while wearing the pod on his abdomen for longer than 48 hours. She gave him an injection of 1.5 units and he was taken to the emergency room. The patient was diagnosed with borderline diabetic ketoacidosis. Treatment included lab work, blood work, IV insulin, and IV fluids. He was also given zofran for vomiting. The mother stated that the cannula appeared a little bit bent when the pod was removed. The patient's blood glucose history is as follows: time: bg(mg/dl): 5:37am, 274. 6:26am, 312. 11:50am, 81. 12:29pm, 81. 8:26pm, 481.